Event description:
It was reported that an ilet user experienced repeated dexcom g7 pairing failures to the ilet, resulting in lack of cgm data on the ilet while the dexcom app showed a blood glucose of 395 mg/dl and prolonged hyperglycemia; the user restarted the ilet without resolution and ultimately achieved pairing only after attempting multiple sensors, while using subcutaneous insulin by pen as back-up therapy. Symptoms included feeling unwell during the hyperglycemia. Outcomes included frustration and the need for repeated sensor replacements, with no medical intervention, hospitalization, or ketone testing. Investigation included customer support troubleshooting and education, verification of the ilet pairing code, repeated sensor change attempts, and confirmation of successful pairing with a subsequent sensor. Investigation of this case revealed a pairing failure limited to the ilet interface with earlier sensors, with function restored after replacement, consistent with a cgm connectivity issue rather than an ilet pump fault. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing/connectivity issue resolved by sensor replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.